Manufacturer narrative:
Device passed displacement test and self test. Device was monitored for 48 hours and no time or clock anomalies noted during monitoring period. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was losing time. Customer stated time was loss greater than 1 minute within a week or 4 minutes per month. No harm requiring medical intervention was reported. The device will be returned for analysis.